Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ the motor is not a single use device. The approximate age of the device is 7 years and 3 month, calculated from the date of manufacture. The device is expected to be returned for evaluation. It has not yet been received. The centrimag motor was manufactured in june of 2010. The manufacture date was approximated as 01jun2010. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that the motor was hot to the touch, so a fan was used to cool it. The perfusionist reported that he had seen what appeared to be a long fibrin strand in the inflow tubing, proximal to the pump. The patient was anticoagulated and was successfully weaned. The equipment was exchanged and no further alarms occurred. No further information was provided.